Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that early in the day, the customer had experienced a low blood glucose (bg) level of 65 (mg/dl). The customer reported this was due to not eating. The customer consumed a piece of candy to address their bg level. Subsequently, shortly after plugging in the pump to charge, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted 356 (mg/dl). Reportedly, the customer would take a manual injection to stabilize bg levels. It was reported that the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
(B)(4).